Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not generate x-rays. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation got expired since there was no response from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not generate x-ray. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.